Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had replace battery now alarm. Troubleshooting was performed. Customer states the battery cap is not loose, cracked or damaged. This is not the second occurrence of replace battery alert or replace battery now alarm without low battery warning. No harm requiring medical intervention was reported. Customer stated that new battery was not resolved issue. The insulin pump will not be returned for analysis.